Event description:
It is reported that the device was implanted in 2004, and that the pt was revised in 2009, due to pain. When surgeon did poly swap, he found that the articular surface had a piece fractured off.

Manufacturer narrative:
Evaluation summary: the 9 mm articular surface was returned, and exhibits significant damage to the posterior region of the medial condyle, along with pitting and wear to the articular and backside surfaces. No pt info was provided. Sem analysis revealed that fracture likely occurred from fatigue loading. The surgical documentation reveals that a size 2 femoral component was used with a size 00/0 ultra-congruent articular surface. However, only size 00/0, or 1 femoral components are intended to be used with size 00/0 articular surfaces. The extent of which the thickness of the explanted articular surface and/or the use of the size 2 femur with the size 00/0 articular surface could have contributed to the device failure is unclear without additional info such as x-rays, pt info, and return of the parts. Without additional info, the probable cause of the complaint cannot be definitively determined. Evaluation: results and conclusions: device history records indicate all components were manufactured and inspected to specification. Due to the extensive wear, dimensions could not be measured post-operatively. A scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed and pitting and wear marks were observed on the articular surface. Additionally, third body particles were found as well. According to the sem, the small fragment fractured due to fatigue.